Event description:
It was reported by the aci sales professional that a patient underwent a coronary heart catheterization procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician (unknown name and if trained), chose the device to close the access site. It was reported that the balloon ruptured as it was being pulled towards the arteriotomy. The device was removed and the patient was converted to manual compression. The patient was ambulated and discharged without any report of clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.